Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is currently unknown; therefore, causality cannot be established. However, the pdrn reported the peritonitis event was unrelated to any fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused or contributed to the serious adverse events experienced by the patient.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Upon follow up with the patient¿s home program manager (hpm), it was confirmed the patient presented to outpatient home dialysis unit on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 133 u/l, polymorphs = 13%) and the patient was sent to the emergency room with suspected peritonitis. The patient was admitted and is being treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1000 mg twice daily (duration still being determined). The patient¿s peritoneal effluent fluid culture (collected at outpatient clinic) returned negative, and the cause of the ¿sterile¿ peritonitis is unknown. A review of the patient¿s technique did not reveal any breaks in sterility. The patient remains admitted as they continue to ascertain the source of the peritonitis event. The hpm stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (while acutely hospitalized) without issue and is recovering from the events.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Upon follow up with the patient¿s home program manager (hpm), it was confirmed the patient presented to outpatient home dialysis unit on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 133 u/l, polymorphs = 13%) and the patient was sent to the emergency room with suspected peritonitis. The patient was admitted and is being treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1000 mg twice daily (duration still being determined). The patient¿s peritoneal effluent fluid culture (collected at outpatient clinic) returned negative, and the cause of the ¿sterile¿ peritonitis is unknown. A review of the patient¿s technique did not reveal any breaks in sterility. The patient remains admitted as they continue to ascertain the source of the peritonitis event. The hpm stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (while acutely hospitalized) without issue and is recovering from the events.